Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the ticket can be cancelled. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge temperature was not working and water dripping, which located on wld sjw. There were no delay, no adverse events or injuries reported based on this event.